Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
Related manufacturer reference number: 1627487-2025-00574, 1627487-2025-00575. It was reported during surgical intervention on (B)(6) 2025, the leads were unable to be removed due to scar tissues. As a result, the leads were left implanted and new leads were placed at the lower vertebrates. Therapy was restored post-op.